Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited 1817 error message and grinding noise. No patient involvement reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of the reported issue found in the event history log, ehl. A functional test and a visual inspection was performed to investigate the reported issue and it was confirmed. The pump was found to be displaying a "1871" error code message during power up when batteries were inserted. The grinding noise and error 1871 issues were caused by the motor locks up not rotating when a prime key button is pressed. Recommend a motor to be replaced.